Event description:
On (B)(6) 2013, provider had an incident occurred in a pt's home where it appeared that the moog's 4000 pump was reprogrammed and the units in the pca mode was changed from mg to ml. This resulted in a 20-fold increase in the hourly rate and bolus dose since the concentration was previously set to 20 mg/ml prior to the program change. The patient was hospitalized locally and expired in the hospital approximately two days later. On (B)(6) 2013, (B)(4) medical clinical nurse reviewed the patient history and it showed that the bag volumes were changed on several occasions to values which happen to reflect the amount remaining in the bag. On one occasion a new program was set and the units were changed from mg to ml and the bag volume was again changed. On (B)(6) 2013, (B)(4) medical clinical nurse had a conversation with the customers and suggested the nursing staff to obtain add'l training and has regular competency testing be performed. Customer also had questions regarding to the replace set 3 and if there were pumps on the market that would default the units to mg. She explained that the replace set 3 typically indicated a need for a set change, no further alarms were discussed, and introduced that (B)(4)'s 6000 pump does default the units to mg in the pca.

Manufacturer narrative:
Device was not returned.